Event description:
It was reported that upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the pulse generator in backup vvi mode. After downloading software, normal device function resumed. Backup condition did not reoccur despite extensive testing. The cause of the backup could not be determined.